Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery does not charge despite trying different charging supplies. There was no impact to the customer's blood glucose level. Customer continued using the pump for insulin therapy. In addition, it was reported that the tandem usb cable no longer charges the pump nor any other device. A replacement cable was sent to the customer.